Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with a concentration of 15 and a dose of 3 (no units). The reason for use was not reported. It was reported that the pump site was infected, which was started on (B)(6) 2018. There was redness at the site, even after antibiotics. Factors that may have led or contributed to the issue included the pump being replaced ¿recently.¿ the pump system was removed. The issue was resolved at the time of the report. The patient¿s status was listed as ¿alive ¿ no injury.¿ the patient¿s weight was unknown. The hcp would have no further information for the manufacturer regarding this event. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-jun-07. It was reported that ¿the infection noticed a week ago according to doctor, but decided to explant after seeing (B)(6) 2018.¿ there would be no device return as the customer discarded and wouldn¿t allow return. There were no further complications reported/anticipated.